Manufacturer narrative:
B2: retention medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient reported they just saw a manufacturer representative on wednesday and the representative put them on a new program, program a. The patient had been having urinary retention and couldn't go on their own. They had gone from using a catheter 4 times a day to 7-8 times a day. Patient felt a sensation of pressure like they had to go. This morning the patient urinated 2 ounces on their own and 8 ounces with the catheter at 9am then at 10am they went 5 ounces with catheter, and 11: 30am another 5 ounces with the catheter. Patient also mentioned that when they were previously on program 1 with amplitude at 0.6ma the rep said that was almost like having therapy turned off, but the reason patient kept it this low was because they were having spasms and described feeling tingling in their feet. The representative said spams would not be caused by the device. Patient services provided education about amplitude and stimulation sensation, reviewing that if stimulation is too strong it may cause discomfort. Since changing to program a on wednesday the urinary symptoms had gotten worse so patient opted to change to program 5, as they had not yet tried that one. Patient confirmed they were able to adjust amplitude to a comfortable level at 1.2ma and already feel a little less pressure. Patient also shared that maybe two weeks ago they were feeling so uncomfortable and their physician ordered a urine sample which ruled out uti. Patient reported they have had nothing but problems since getting their implant. Their doctor told them this would reduce their catheter usage to once a day but patient had actually had to order even more catheters. Patient also has a follow up appointment with managing doctor in august.